Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing electrodes. Patient described the rash as red and blistered. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised her to remove the lifevest until the rash is healed. Follow up indicated that the the skin irritation is improved.